Event description:
It was reported that a ventilator generated a blank graphical user interface (gui) display. Though requested, no additional information has been received by the manufacturer. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and confirmed the reported event. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current level. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.